Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert labeled alert 07 in the pump history. The issue did not cause a pump shutdown or inability to restart the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by using the original charging supplies, specifically a non-tandem wall adapter and a tandem cable. Tandem technical support informed the customer not to use third-party charging supplies unless instructed for troubleshooting, and no further assistance was required as the pump began charging again.